Event description:
An end user called in to state she has a circumferential red rash area under the white tape collar of her 1 piece drainable pouch and also went on to state the area itches and is weeping.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user changes her pouch every 2-3 days, cleanses her peristomal skin with water and has recently tried using glycerin soap, uses stomahesive paste and dynarex adhesive remover on her peristomal skin. The end user also stated she tried using hollister protective barrier wipes to the red rash area over the stomahesive powder and the area worsened so she stopped using the product. The end user saw her doctor who placed her on a couple of different antibiotics, but red rash area did not improve, the end user also spoke to an ostomy nurse who recommended an antifungal powder, but red rash did not improve. It was recommended to the end user to cut off the white tape collar until samples of the esteem plus pouch without tape collar arrive. From a clinical perspective a causal relationship between the activelife 1 pc drainable pouch w/ stomahesive and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.